Manufacturer narrative:
A ge service rep did not perform an on site investigation. The call was cancelled. No information is available. However, there are no reports of pt or staff injury.

Event description:
The customer reported the system failed to boot up. No report of pt injury.